Event description:
Pt presents with chronic dislocations of left total hip arthroplasty. Pt has undergone closed reductions in the emergency dept times three. Currently complaining of left hip swelling.